Event description:
It was reported that during preparation of a mitraclip xt, the clip opened while establishing final arm angle (efaa), and after the clip was reclosed, the clip was unable to open. Troubleshooting was performed, but the issue continued. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure. Subsequent to the previously filed report, additional information was received: the clip did not open while establishing final arm angle (efaa); the clip did not fail efaa.

Manufacturer narrative:
H6 medical device problem code 3026 was removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided and without the device to analyze, a cause for the reported unable to open clip could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a mitraclip xt, the clip opened while establishing final arm angle (efaa), and after the clip was reclosed, the clip was unable to open. Troubleshooting was performed, but the issue continued. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.